Event description:
It was reported that a patient's pacemaker (pm) presented unable to be programmed. When downloading device image, the pm went into backup vvi mode. No changes were reported, the anomaly had resolved on its own. There were no patient consequences.